Event description:
Patient states cadd ms3 (sn (B)(4)) was not functioning properly. The pump indicated " cartridge not detected" early morning on friday and patient switched to backup pump same thing happened on saturday when he was using a new mix after about 30 minutes in use, pump again indicated "cartridge not detected" and he switched to backup pump. There was no interruption in therapy. Pump will be replaced. No other information known. Did the reported product fault occur while in use with a patient? Yes, did the product issue cause or contribute to patient or clinical injury? No, is the actual device available to be returned for investigation? Yes, did we replace device? Yes. Reported to (B)(6) by patient/caregiver.